Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was resistance moving the lead through the catheter. After removing the catheter from the patient, it was found the catheter was damaged and the lead tip was deformed. The catheter and lead were not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.